Manufacturer narrative:
Product analysis #(B)(6): analysis initiated on 12 dec 2016. The hawkone device was received, inserted a cutter driver. No other ancillary devices were received. The hawkone was inspected and observed no damage to the slide cover assembly or torque shaft. The distal assembly was inspected and discovered biological material protruding from a hole to the tecothane approximately 1.5 cm from the cutter window. The hole was on the same plane as the opening of the cutter window (opposite plane of the guidewire tubing). The hole was inspected under microscope and discovered the hole ran parallel and in between the coils of the distal assembly. Biological material was protruding from the observed hole and flush port. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a hawkone during procedure to treat the superficial femoral artery. There were no abnormalities reported in relation to anatomy. The IFU was followed. It is reported that tip damage occurred. The tip did not separate at hinge pin. It is reported that plaque was exposed out of the side of the nose cone after the third insertion when they pulled the device out to clean. The physician used a lsc to complete the case. There were no patient symptoms or complications associated with the event.